Manufacturer narrative:
The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure with the subject device, the endoscopic image got abnormal. The user replaced the subject device to another one and completed the procedure. There was no report of patient injury associated with the event.

Manufacturer narrative:
This supplemental report is being submitted to provide additional information. The subject device was returned to olympus medical systems corp. (Omsc) for evaluation. This phenomenon was not reproduced. Based on the log file recorded in the video processor which was used in conjunction with this device, the reported event was likely to be caused by a defect of a internal circuit board of the processor. The exact cause of the reported event could not be conclusively determined. If additional information becomes available, this report will be supplemented.